Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal short. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the first atrial lead's helix failed to extend. The atrial lead was replaced but the second atrial lead failed to sense and capture. Finally, the third atrial lead was used to complete the procedure. The patient was stable throughout.